Event description:
During a meniscal repair procedure, the fast-fix 360 curved ndl delivery syst2 pre-deployed. The dr. Would insert the device and deploy first anchor t1. While positioning to deploy the second anchor t2, t2 will ¿fall out¿ of the delivery system. He have used the fast fix 360 successfully in the past, more than once.

Manufacturer narrative:
Investigation of the returned one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, "t2 pre-deployment". The returned device was evaluated without implants, or suture. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. Investigation of the returned one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, "t2 pre-deployment". The returned device was evaluated without implants, or suture. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).